Event description:
The pt reported communication issues between the implant and the external equipment after being implanted with an ICD device. The surgeon indicated that during the ICD implant, he used monopolar electrocautery and defibrillator. The device labeling states that use of monopolar electrocautery and defibrillators may cause permanent damage to the implant. An advanced bionics rep performed device eval. The problem was confirmed. The pt will have the implant removed.